Manufacturer narrative:
(B)(4). The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that an unexpected drop in longevity was observed. The device was explanted and replaced. The patient's condition is fine after the event.